Manufacturer narrative:
On (B)(6) 2025, the user contacted dario once again and reported that she opened a new strips cartridge and then she received bg readings that were more in range for her. The high bg readings may have been due to the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 29th, the user contacted dario to report high blood glucose (bg) readings.the user reported that her dario meter was giving her bg readings that were slightly high, however did not specify the results.